Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part # 12673-05; lot #77001-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: suture break (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, additional info was not available.